Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter ifus are found to be adequate based on past reviews. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned

Event description:
It was reported that the catheter was placed in the emergency department at night. The nurse noticed that the foley tubing looked longer than usual and the catheter slide out of the male patient and a visible ruptured balloon was noticed. Foley was replaced from par stock. Approximately 8 hours later, same scenario was noticed again. There were 2 defective foleys with same symptoms reported that week.